Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which nothing was taken out and nothing was replaced due to urethra perforation. An unused reservoir was disposed by the hospital. The patient was fine after the procedure. It was also stated that there was no further information from rep and physician.